Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting elevated metal ion levels, corrosion on the femoral neck and metallosis. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 157450 ¿ m2a magnum head ¿ 64600, us157856 ¿ m2a magnum cup ¿ 017630, 11-103203 ¿ taperloc stem ¿ 324460, 139254 ¿ m2a taper insert ¿ 608780. Customer has indicated that the product will not be returned for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09152, 0001825034-2018-09153, 0001825034 -2019 -03666.

Event description:
It was reported that patient underwent a right hip revision approximately 11 years post implantation due to pain, elevated metal ion levels, metallosis, corrosion and range of motion limitations. During the procedure, the stem component was attempted to be removed by extended trochanteric osteotomy without success. The stem was then kept in place and four wires were used to repair the osteotomy. The head component was removed and replaced with a ceramic head and dual mobility bearing. Attempts have been made and additional information on the reported event is unavailable at this time.